Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl all night. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus on the insulin pump for high blood glucose. The customer feels ok for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.